Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 was failed to detect and unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 was failed to detect and unable to recover. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) found that the position sensor connector on the drawer controller was damaged, preventing the cable from fully seating. Fse replaced the drawer controller, but the issue persisted. The customer requested that fse use the half height drawer available on-site for the repair. Drawer 2 was replaced at the station. The hardware test application was run successfully on main drawers 2.1 and 2.2 after the replacement. All systems were functioning properly. The system functioned as intended after the field service engineer (fse) repaired the device.